Event description:
This is filed to report the possible septal tear. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During advancement and positioning of the ntw clip, the clip dropped below the valve due to loss of trans-septal height. The clip caught on chordae and when trying to free the device, a chordal rupture occurred. The device was removed and exchanged for a xtw clip, which was successfully implanted to reduce mr and to treat the chordal rupture, reducing mr to grade 3-4. After removal of the devices, it was noted that there may have been a septal tear as the puncture site was larger than normal and the integrity was changed. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial perforation is listed in the mitraclip g4 system instructions for use (IFU) as a known possible complication associated with mitraclip procedures based on available information, the reported atrial perforation appears to be due to challenging patient anatomy. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.